Event description:
Clarification: on (B)(6) 2012, 1277 days post index procedure, the patient died of a heart attack.

Event description:
It was reported that the index procedure took place on (B)(6) 2009 during which a 3.0 x 12 mm promus was deployed in the proximal left anterior descending artery. On (B)(6) 2012, 1277 days post index procedure, the patient died of a heath attack. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.